Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. Unable to perform displacement test pr confirm failed batt test alarm due to blank display. Insulin pump also received with cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alert. The insulin pump had moisture underneath the screen. The contacts on the battery cap were not missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.